Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that high blood glucose of 400mg/dl which was treated with insulin pump. Customer¿s blood glucose was 260mg/dl. Customer also reports that insulin pump alarmed for no delivery. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by infusion set change. Product will not be return for analysis.